Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for klebsiella and other unspecified bacteria in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced bacterial peritonitis. Extraneal viaflex therapy was ongoing. The reporter believed the bacterial peritonitis with culture positive for klebsiella and other unspecified bacteria probably related to extraneal viaflex therapy.